Manufacturer narrative:
The aquabeam foot pedal was returned for investigation. Visual inspection observed no physical damage or anomalies. Functional testing confirmed the reported event as the foot pedal pressing failed to be registered by the cpu. Additional analysis isolated the issue to the pedal component itself. The root cause was isolated to an electrical component failure. A review of the device history record (DHR) (B)(6) and the aquabeam foot pedal / lot number 22c02328 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the foot pedal to the front of console: connect the foot pedal plug on the front left port. Ensure the connector locks in place. 7.1.3 treatment. During treat mode, the operating physician presses and holds the foot pedal to execute the resection plan using the aquabeam robotic system high-velocity waterjet. The high-velocity waterjet is active while the foot pedal is pressed. Monitor the progress of resection on the live trus image and adjust the remaining treatment plan as needed. Release the foot pedal to pause treatment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the nozzle registration, the aquabeam foot pedal failed to function. Multiple troubleshooting steps were made to address the issue without avail. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.